Manufacturer narrative:
(B)(4). Date of initial report: 03/06/2017. Date of follow-up report : 03/13/2017.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 03/06/2017. This complaint is part of a retrospective review as part of a remediation related to (B)(4). Medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported that during an ablation procedure, after the needle punctured, the temperature was indicated as "hhh" and the generator stopped cycling. The generator was rebooted, and the needle was reconnected. The ablation was attempted for the second time however "hhh" was indicated and the generator stopped. Since the temperature indication was unstable, the connection to the generator was held by hand until the temperature was stable. The physician managed to perform the ablation for 13 minutes. An ablation for another location was attempted but the same issue occurred. Another needle was used to continue the procedure and the procedure completed without further issue. There was no patient harm.